Event description:
It was reported that during a coronary artery stenting treatment procedure, difficulty visualizing the marker bands was encountered. The physician attempted to implant a taxus express2 3.5 mm x 16 mm stent in the right coronary artery (rca). The physician was unable to see the marker bands under fluoroscopy. The physician decided to place two 8 mm stents (type unk) overlapping. No pt complications were reported. The status of the pt is listed as satisfactory.